Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after ten years, chest x-ray demonstrated foreign bodies in the sub segmental branch of the posterior right lower lobe pulmonary artery, a branch of the medial basilar segment of the right lower lobe and medial basilar segment of the left lower lobe pulmonary artery. Subsequently after three years, patient experienced abdominal pain. Several imaging techniques demonstrated filter limbs penetrated and embolised the caval wall, several filter limbs broken off and three filter limbs were missing. The filter was successfully removed using bard recovery cone. Therefore, the investigation is confirmed for limb detachment and filter perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter detached, and the struts perforated into organs. The device was removed percutaneously. The patient reportedly experienced chest pain, however the current status of the patient is unknown.